Event description:
The manufacturer received information alleging a ventilator's blower motor was not functioning correctly. The device was not in patient use. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor not functioning correctly was found to be contamination in the blowers impeller.